Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) system was exhibiting oversensing on the t-wave. It was noted that the lead was repositioned; however, the oversensing persisted. During the oversensing, pacing inhibition was also observed. The physician requested a new device which also exhibited the the oversensing; however, when a new lead was implanted, the problem ceased. Therefore, the original ICD and lead were not implanted.